Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and discovered a leak from tubing at the center port of the diff mixing chamber (vc25). The fse replaced the tubing resolving the leak reported by the customer; however, the ls offset error was not resolved. The fse adjusted the ls (light scatter) preamp and rf (radio frequency) conductivity resolving the ls offset errors. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 3ml from near the diff mixing chamber on a coulter lh 780 hematology analyzer. The leak was contained within the instrument and light scatter offset errors were reported at the time of the event. The customer could not identify the source of the leak and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.